Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a faulty lcd; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary or adverse reaction in association with this event. There was no patient involved. No additional information is available. The user interface module master software version is unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with distorted lcd main display was confirmed during product evaluation. The root cause of the reported problem was determined to be defective main display. Appropriate action was taken to correct the reported problem by replacing the main display. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.